Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report erbe error c-34. After reboot c-00 error was noted. Tse recommended caller reboot erbe again. The procedure outcome was unknown.

Manufacturer narrative:
During inspection, the errors were replicated during testing. Errors 3-8a, 1-8a, m-11, and m-36 were also found in the logs. The integrated electrosurgical unit (iesu) was tested on the system and c-34/c-00 error occurred at startup. The generator will be returned to the original equipment manufacturer. The root cause is attributed to the generator.

Event description:
Refer to h11 for follow-up information.